Event description:
The original smr reverse (date n/k) was a revision of a failed opposition total shoulder replacement. The surgeon replaced it with a smr reverse. The plan originally was to implant a 44mm poly glenosphere but the surgeon was unable to get the 44mm into position. He was then forced to use a 36mm eccentric glenosphere (device marketed in the us). The latest revision, performed on (B)(6) 2012, was due to the pt experiencing ongoing pain. The surgeon this time was able to implant the 44mm correction glenosphere, a device which is not marketed in the us. The revision case experienced no complications. Both the original and the revision surgery took place in (B)(6).

Manufacturer narrative:
We only received a brief description of the event together with code and lot no of the glenosphere involved. The explanted device has not been returned. By the info provided, the surgeon tried to implant a 44mm poly glenosphere already at the time of original surgery, without being able to do that; he was probably aware that a smaller diameter of glenosphere could have led to joint instability. At the end he implanted a 36mm eccentric glenosphere which, with the time, led to pain and instability; at the revision surgery, the surgeon was able to implant the 44mm correction glenosphere. We have checked the DHR of the explanted 36mm glenosphere (lot no 2010 08750), without finding any anomaly that could have contributed to the event. With reference to the conclusion code # reported, we only found a slight anomaly on the circularity of the sphere, which could not affect the functionality of the device. We believe that the root cause of the joint instability is the implantation of the 36mm glenosphere instead of the 44mm one during the original surgery.